Event description:
It was reported that during a routine fitting testing was carried out which showed a groundpath impedance of > 0,02 kohm and a impedance of 0,02 kohm at channel 1. At further testing on (B) (6), 2009, the device was working again within specifications, however, re-implantation was recommended. Due to the patient's personal situation, surgery will not be carried out in the near future, but the device will be checked regularly.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.